Event description:
Procedure: sleeve gastrectomy. According to the reporter: the toilet seat cover was coming off when the instrument was being introduced to the trocar. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/17/2015.